Event description:
A nurse reported a pt was diagnosed with toxic anterior segment syndrome (tass) one day following intraocular lens surgery. The cause of the reported event is unk. The pt's condition improved after 6 hours of using an antibiotic and steroid drop and has resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).